Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months.  It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a severe headache on (B)(6) 2017 and then expired from a subdural hemorrhage (B)(6) 2017. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported subdural hemorrhage could not be conclusively determined. Stroke and bleeding is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.